Manufacturer narrative:
As reported, there was a failure with a 6f/7f mynxgrip vascular closure device (vcd). The ¿plug¿ of the device came out after the three minutes and balloon deflation of the device. Manual compression was used for 30 minutes. The patient recovered with a pressure dressing. There was no reported patient injury. The device was used in a retrograde approach. A 6f brite tip sheath was used with the device. The arterial vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported event of ¿sealant-sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the dislodged sealant reported. However, the event can be attributed to the technique used during device removal after deployment or even possibly over-tamping of the advancer tube. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. The IFU also states, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and follow the advancer tube out of the tissue tract during removal. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was a failure with a 6/7f mynxgrip vascular closure device (vcd). The ¿plug¿ of the device came out after the three minutes and balloon deflation of the device. Manual compression was used for 30 minutes. The patient recovered with a pressure dressing. There was no reported patient injury. The device was used in a retrograde approach. A 6f brite tip sheath was used with the device. The arterial vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.